Event description:
A customer states that while running a cassette of six (6) patient tubes, the coulter lh 750 instrument, generated results and printouts for five (5) patients. The results for the patient sample in position 4 did not match the patient history. The tube in position 4 seemed to have received results from the sample in position 5, and the sample in position 5 received no results (skipped). Patient samples in position 4 and 5 were re-tested manually. The results from the sample in position 6 were as expected. The results obtained in this event were not reported out of the lab. Based on the info available, there was no affect to patient.

Manufacturer narrative:
At the time of this event the instrument checksum was disabled. As per bci labeling: "beckman coulter strongly recommends the use of bar-code checksum to provide automatic checks for read accuracy". Patient printouts were not provided. A copy of the instrument's data base was provided and reviewed by bci: there was no evidence of any database corruption, no anomalies in the database were found. The stored data matches, what is reported in the cf. There is no data stored between the times of position 04 and 06, though, there is a time gap long enough for another run to have been processed in that time. There is one entry in the event log of interest: a "no match" error with sample ID 538668 (tube 4), cassette/position 9705, at the time that 9705 would be expected to be processed. Sample ID is the primary ID. The instrument was at sw version 2b5 during this event. In this sw version there is no log entry when a sample is deleted. A new sw version, 2d, has been installed on 08/12/08. If the same scenario had happened on this software or higher system, the entry would have been present. A field service engineer was dispatched to the customer's lab: the fse inspected the instrument and found no problems. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.